Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of issues with no delivery on their insulin pump. The customer's blood glucose level at the time of incident was 403mg/dl. Troubleshoot was conducted. The customer was informed that the no delivery was caused by an occlusion. The customer was advised the sets and reservoirs would be replaced and need to be returned for analysis.

Manufacturer narrative:
One opened and used reservoir was evaluated and the reservoir, snap cap and septum inspected for anomalies. None were found. An occlusion test was run and the reservoir was not occluded.